Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent stress urinary incontinence with borderline intrinsic sphincter deficiency, and cystocele. It was reported that after implant, the patient experienced an unspecified adverse outcome.